Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding a patient with an implantable neurostimulator (ins). It was reported that the patient saw an article on the news about a man who was ¿paralyzed and could barely get out of bed¿ because of the device that they had. No further complications are anticipated.